Event description:
Boston scientific received information that during an explant procedure of this right ventricular lead high out of range pacing impedances were noted. In addition, oversensing episodes were recorded. During the explant procedure there was a clot in the ventricle and the patients blood pressure dropped significantly. The physician had to open the chest cavity in order to drain the blood. The procedure was completed with no further complications. The patient remains in the intensive care unit for additional observation.

Manufacturer narrative:
Should additional information become available this investigation will be updated.